Event description:
It was reported that during inspection by the manufacturer service technician, the nose was no longer glued to the handpiece. There was no associated procedure, no patient involvement, no medical intervention, no surgical delay and no adverse consequences.